Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The device was unable to collect a sample for all three (3) attempts made in a mode, and the needle was observed to be significantly bent. The root cause could not be determined as factors that may have contributed to the failure may be related to the manufacturing, packaging and handling, shipping, or use of the device. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that when attempting to capture a biopsy sample no sample could be obtained. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.